Event description:
The following has been reported by customer: on (B)(6) 2025 pump installed to administer natalizumab 300 mg 100 ml in 1 hour but ran out in 20min and patient had a headache. No seriousness criteria mentioned in the report. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log was downloaded locally and provided for analysis. Review of the device event history shows no recorded infusion activity on (B)(6) 2025 for this pump. No infusion corresponding to 100 ml over 1 hour or natalizumab administration is documented on that date. Review of the closest clinical infusion sequences in (B)(6) 2025 (including 9 june, 16 june, and 30 june): · recorded flow rates and infused volumes are not consistent with a 100 ml infusion. · no sequence shows 100 ml delivered in approximately 20 minutes. · high flow rates observed in some sequences are associated with much larger total infused volumes, not with a 100 ml vtbi. There is no record of the infusion advertised in the description of the complaint. Investigation revision: following reception of the device history logs and quality control certificate. The reported device was not returned to brézins for investigation. Device history log was reviewed by our investigator in brézins. There is no record of the infusion advertised in the description of the complaint. Each identified infused volume was in line with the device programming. See attached investigation report for details of infusion setting and infused volume. As per provided quality control certificate, no dysfunction of the device could be found. Apart from provided quality control certificate edited upon local check of the device, no other information were provided regarding any eventual repairs made on the device. Based on available information, this complaint is considered as not valid with no issue. However, the photo shows that the device should not be connected to the patient. This message may be due to a too quick disconnection with the partner software. To resolve this message, it is requested to reconnect the pump to partner and to disconnect correctly via the software before the physical disconnection. This complaint is considered as: not valid. The trend is: n/a.